Event description:
Boston scientific received information that this atrial lead was exhibiting impedance measurements greater than 2000 ohms with some noise. Sensing and threshold measurements were appropriate. A revision procedure was performed and the lead was removed from service and replaced without further incident. No adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned and was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be re-evaluated if additional information is received.